Manufacturer narrative:
(B)(4). The distributor service repair technician (srt) changed the batteries 12 months after the 2010 acquisition of the heart - lung machine because the batteries would not accept a load. The problem was not resolved, the distributor srt replaced the power manager. After almost six months the battery issue occurred again and the distributor srt replaced the entire base. This medwatch is related to medwatch number 1828100-2016-00657. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The distributor service repair technician (srt) reported that during routine testing of the device, the battery cannot stand to be loaded. If power supply is down then the machine shuts down. The distributor srt reported this issue with the heart-lung machine occurs every time they change the batteries. There was no patient involvement.

Manufacturer narrative:
Per log analysis, the system log covers from 4-apr-2011 to 14-apr-2011. It's possible the date is not set correctly. The charger state throughout the entire log is bulk charge which indicates the battery voltage never reaches 29v (it would transition to overcharge). Either the batteries are bad or the power manager has hardware issues.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. As per the manufacturer's subsidiary product specialist, they were able to resolve the issue with the customer. The machine is now working well. The issue was maintaining the battery charge. The customer was not following the protocol to charge the machine at least once a month which was the cause of the battery failure. The perfusionists were informed of the correct procedure for correct maintenance of the machine as preventive measure. The distributor engineer will visit the customer at least once a month to make sure that the machine has been plugged in or used. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.